Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to mild diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 379 mg/dl. The customer reported having symptoms of nausea and vomiting. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip and fluids. It was also reported that the customer received a motor error alarm. Customer's blood glucose level at the time 134 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.